Manufacturer narrative:
Concomitant medical products: ddmb1d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated short v-v intervals. It was further reported that the rv lead exhibited low pacing impedance and noise. A fracture of the rv lead was suspected. The rv lead revision was rescheduled due an infection. A scab and drainage were noted at the pocket incision. The entire implantable cardioverter defibrillator (ICD) system was explanted due the infection, and a new system was implanted three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.